Event description:
Pt had ivad tapped in 2004 with 20 g. 1" noncoring needle - sluggish blood return - flushed per protocol, pasv applied. No leaking or swelling of site. Pt returned 3 days later from physician's office. Needle from ivad was out. Pt brought tubing from ivad needle in with them. States physician said this was the second tubing they had had problems with. On admit tubing has green cap and blue cap, from physician's office on it. Crack noted at connection site. Leaks when flushed. Pt ivad retapped per protocol, flushes without leaking, pasv on.